Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the therapy was working great until right after they had a fall on (B)(6) 2025. The patient noted that they tripped over a cord and landed on their knee, which resulted in a torn ligament. Right after their fall on (B)(6) 2025, the patient stated that they started going to the bathroom constantly and had to go back to using pads. The patient reported the issue to their healthcare provider (hcp), but they can't be seen until (B)(6) 2026. The patient was interested in adjusting their therapy settings, so agent reviewed considerations. The patient connected to the ins and confirmed therapy was turned on with amplitude at 0.9 ma on program 3. The patient decided to increase the amplitude but they said it felt like someone had a fist in their butt once the amplitude reached 1.4 ma. The patient decreased the amplitude to 1.1 ma, which they confirmed was comfortable. The patient will maintain stimulation level and continue to track symptoms. The patient was also redirected to their hcp to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-jan-05 additional information was received from a healthcare professional. They reported that the fall's effect on the implant was unknown. The hcp reported that the office was in contact with the patient to resolve their symptoms. It was not indicated if the issue was resolved.